Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no damage was found on the lcd isolation tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump switches off on its on and has cracks near the reservoir window. Customer's blood glucose levels were not included in the report. Nothing further was reported.